Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 380 mg/dl. Customer reset pump, cleared malfunction, and was able to resume insulin delivery.